Event description:
It was reported that during a thyroidectomy procedure, the clips did not hold after placing. The clips did not close completely. Another device was used to complete the case with no patient consequence.